Event description:
Patient reported experiencing unexpected elevated blood glucose levels while using the infusion device. Patient reported experiencing elevated blood glucose levels since last sunday, (B)(6) 2013. Patient reported the following blood glucose levels: sunday morning (B)(6) 2013 - 20 mmol/l (360 mg/dl); monday morning (B)(6) 2013 - 20.7 mmol/l (373 mg/dl). Patient reported she changed the ampule, infusion set, adapter and battery. Patient stated on wednesday, (B)(6) 2013 at 11 pm, her blood glucose level was "hi"; she switched to the backup infusion device. Patient stated on thursday morning, (B)(6) 2013 her blood glucose level was 4.2 mmol/l (76 mg/dl). Patient reported she gave boluses via the infusion device from sunday to wednesday; did not write down the other values like blood glucose levels during the day or bolus amounts. Patient's normal blood glucose range was not provided. Patient alleges the infusion device is not giving the right amount of insulin. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.